Event description:
It was reported that an unspecified quantity of novum iq large volume pumps under-infused. This was observed during patient use, when running secondary infusions (no drops falling) or running pressors. This was also observed when the device was paused for 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.